Event description:
Procedure type: unknown. According to the reporter: after the bilateral balloon dissector was removed from the patient, the structural balloon trocar was placed in the incision and the structural balloon was inflated, once the balloon was inflated, the seal to the cannula popped off and was unable to be replaced. A second device was opened, placed and inflated with no incident. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 03/16/2009.